Event description:
New information received notes the implantable cardiac monitor was explanted due to an upgrade to a pacemaker. Further information was requested whether the issues in the original event were resolved prior to explant but information was not received.

Manufacturer narrative:
Correction: section d6 - implant date should have been " (B)(6),2019" instead of "(B)(6),2020".

Manufacturer narrative:
Correction: section b5 - information received suggests the implantable cardiac monitor (icm) may not have been explanted due to an upgrade to a pacemaker but the initial observations on the icm were made following a pacemaker upgrade. Correction: section d6b - should have been blank.

Event description:
New information received notes the original event of t wave oversensing leading to false tachycardia detection noted (B)(6) 2020 on the implantable cardiac monitor (icm) was observed on remote transmission after the patient had received a new pacemaker on (B)(6) 2020 from a separate physician. The icm may have remained implanted leading to the observations. The physician had noted programming changes not to be necessary due to the presence of a pacemaker and the information from the icm to be redundant. Inactivation of remote monitoring by the icm was requested due to pacemaker implant. There was no complaint on the pacemaker. No reported patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent t wave oversensing leading to false tachycardia detection was observed on the implantable cardiac monitor. Programming changes were recommended. The patient was stable.